Manufacturer narrative:
Device received with reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Unable to perform displacement test due to reservoir lip broken. Device passed displacement test, self test, off no power test and all operating currents tested within the specification range. No unexpected low battery alarm were noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer's blood glucose level was unknown. The customer reported that both side of reservoir and battery screwing mechanisms are cracked and duct tape was holding it. They also reported that the battery life was diminished form first day and the insulin pump screen had small scratches. The insulin pump will be returned for analysis.